Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the insulin gauge decreased from approximately 185 units to 80 units within a couple of hours after a bolus of 30 units had been delivered during that time frame. The customer attempted to reload the cartridge and received a minimum fill message. Review of the pump data logs by tandem technical support showed that on (B)(6) 2017, the fill estimate decreased from 360 units to 76 units after 87 units were used during that time frame, and on (B)(6) 2017, the fill estimate decreased from 215 units to 84 units after 31 units had been used during that time frame. Reportedly, the customer loaded a new cartridge onto the pump. The customer reported experiencing an elevated blood glucose (bg) level of over 250 mg/dl, which was addressed with a correction bolus. At the time of the reported event, the customer's bg level ranged from 143-205 mg/dl. Reportedly, the customer continued using the pump for insulin therapy, and had insulin pens available as alternate insulin therapy.